Event description:
Primary margron hip replacement revised due to aseptic loosening of stem, and unk postoperative pt symptoms (possibly pain). Apparent cause for problems leading to revision surgery appears to be surgeon error.

Manufacturer narrative:
Event discussed with surgeon; surgeon commented stem appeared undersized, which may have caused the loosening. X-rays not supplied for further investigation. The need for revision surgery appears to be due to surgeon error (incorrect sizing for primary implant). The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the orthopaedic association in its 2007 joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.